Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not sensing correctly. The epg passed incoming testing with no anomalies found. It was indicated that a case screw was contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not sense correctly. Another epg was used and was able to sense. The epg was returned for service. No patient complications have been reported as a result of this event.